Event description:
It was learned via the patient registry that a 23mm 11500a pericardial aortic valve was explanted at implant due to sizing issue resulted in coronary malperfusion, especially left main malperfusion based on tee reading. It was noted that the left main coronary artery had a low height and was in very close proximity to the annulus. The patient was taken off bypass and continued to have significant st elevations and the tee demonstrated severe anterior wall hypokinesis. The explanted valve was replaced with a 21mm 11500a aortic valve. Post procedural tee demonstrated good valvular function with no pvl, no intracavitary air, and good left ventricular function. The resulting mean gradient across the aortic valve was 5mmhg. The patient was transferred to post-anesthesia care unit for further postoperative management. The patient was discharged on pod #16. The original indication for this avr procedure was severe aortic stenosis with heavy leaflet and annular calcification. The patient is a 74-year-old female with history of asthma, diabetes mellitus, hypertension.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patient's anatomy, and not a malfunction of the device. Additionally, partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The most likely cause is patient factors, including the low height of the patient's left main coronary artery and proximity to the annulus.